Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment displayed a system message during a cataract with intraocular lens implant procedure. Following a delay greater than 15 minutes, the procedure was completed with the same equipment and a difference cassette. There was no harm to the pt.